Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was intermittently pacing the patient. During multiple intervention procedures, the patient experienced weeks of unrest due to perforation of lungs and pericardial effusion. An echocardiogram showed the ventricle had been injured resulting in a hemorrhage causing pericarditis. The pacemaker was also found the pacemaker sensor to be in contact with the diaphragm which created undesired stimulation of the diaphragm. The patient underwent an open heart surgery. The physician removed blood from both pericardium and lungs and placed a patch between the ventricle and the diaphragm. After spending six days in the intensive care unit the patient was released. A week later it was discovered that the pacemaker pocket was infected. The pocket was opened and infection was cleaned. At the next follow-up the pacemaker was still not working. The system was explanted, and the patient was stable after the procedure.